Manufacturer narrative:
Incidental findings: damaged battery door and depleted 12 volt battery. Main investigation conclusion the reported event of a cracked case on the heartmate power module was confirmed via the returned unit. The heartmate power module was returned and evaluated at the service depot on (B)(6) 2021. The unit was tested, and it was found that the power module housing was cracked. The cracked components were removed and replaced with new components. Additionally, the unit underwent functional testing and passed all steps without issue. The repaired unit was sent back to the customer. The cracked housing was forwarded to product performance engineering (ppe) for analysis. The components were observed and tested during ppe analysis and the reported event of the cracked housing was observed. The root cause of the reported event could not be conclusively determined through this analysis. Power module IFU 103772, rev. B, covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. The heartmate power module instructions for use (IFU), rev. B instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Mii IFU, rev c, and hm3 IFU, rev c, have details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. The device history records were reviewed and the records revealed the heartmate power module (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer had a power module with a cracked case. The customer wanted to send it in for repair and functional checkout.